Event description:
Per the clinic, the patient experienced an infection. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 13, 2022.

Manufacturer narrative:
Correction: the initial MDR submitted on july 13, 2022 was filed inadvertently. No infection or serious injury has occurred. This report is submitted on august 04, 2022.